Event description:
Customer claims that the alarm has no power when tested with new batteries. No visible damage to the case. There was no pt injury reported. Inspection of the product found that the alarm powers on but there is no alarm tone when pressure is removed from the pad.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm has no tone when pressure is removed from the pad; however, there is an alarm when the tone selector button is pressed and the fail safe works. The red wire insulation is broken and the wires are exposed, no other damage detected. (B)(4).